Manufacturer narrative:
H3:in analysis opened 1 sample, part number 8229306, from lot number 0226618258. There was no residue consistent with biological contaminants on the device. There was no packaging carton, packaging tray, pouch, electrodes, nor inserts returned with the device. Visually, there was no damage noted to the tube or the wire harness. There was no paper tape intact on the wire harness when returned. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff stayed deflated. The cuff was leaking an air and it could not be inflated. Upon the closer look at the cuff, the puncture was noticed. The puncture in the cuff was located at the proximal end of the cuff. A review of the global complaint data showed one other complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before an operation, the cuff of one standard endotracheal tube 6mm had fallen off, and the cuff of one standard endotracheal tube 7mm was leaking. The issue was noticed as soon as the device was removed from package. The production quality or quality inspection of this product was requested for better control. There was no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before an operation, the cuff of one standard endotracheal tube 6mm had fallen off, and the cuff of one standard endotracheal tube 7mm was leaking.  The issue was noticed as soon as the device was removed from package. The production quality or quality inspection of this product was requested for better control. There was no patient involvement.